Manufacturer narrative:
D4 expiration date/ UDI #: the suspected lot r24g06116 has no expiration date and a UDI # of (B)(4). H4: the suspected lot r24g06116 was manufactured on 07/08/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the customer reported suspect lot r24g06116. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets were loosening and were not able to remain tightened. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.